Event description:
Pt. Was getting a CT with contrast when the plastic power injector exploded in the CT. No injuries from event, but family and staff were covered in contrast. A second CT tech attempted to redo the test and had a similar, but lesser explosion.